Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6). Manufacturing date: 05-apr-2007, part #: 357.366, lot#: 5481758 (non-sterile) - 130 deg aiming arm f/trochanteric fixation nails. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a trochanteric fixation nail (tfn) procedure on a left hip, the aiming arm was not aligned properly, causing the misalignment of the screw with the nail. The surgeon freehanded the drill bit to get the proper alignment, causing a delay was 3-4 minutes. The surgery was completed successfully using an additional second distal screw to help stabilize the fracture. There was no difficulty implanting the blade. The surgeon stated he believes that the misalignment occurred because the aiming arm bent. This complaint involves two devices. Concomitant devices: instruments: 11.0mm/8.0mm protection sleeve 188mm for asls: part # 03.025.040, lot # 7638829, quantity (B)(4). 8.0mm/4.2mm drill sleeve 200mm: part # 03.010.065, lot # 8121978, quantity (B)(4). 4.2mm trocar 210mm: part # 03.010.070, lot # 8034680, quantity (B)(4). Insertion handle f/trochanteric fixation nails part # 357.411, lot # 5500333, quantity (B)(4). Implants: 5.0mm ti locking screw w/t25 stardrive 38mm for im nails part # 04.005.528 lot # unknown quantity (B)(4) (this refers to the second locking screw that functioned correctly.) 11mm/130 degree ti cann troch fixation nail 170mm - sterile: part # 456.318s, lot # h065737, quantity (B)(4). . This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) 130 degree aiming arm (part: 357.366 / lot: 5481758) was received with the complaint category of ¿does not/will not function: bends.¿ the 5.0mm titanium locking screw (part: 04.005.528 / lot: unknown) was also reported on this complaint with a category of ¿device interaction: misalignment.¿ however, this part was not received for evaluation. The manufacturer did receive the following concomitant devices: one (1) 11.0mm/8.0mm protection sleeve 188mm (part: 03.025.040 / lot: 7638829). One (1) 8.0mm/4.2mm drill sleeve 200mm (part: 03.010.065 / lot: 8121978). One (1) 4.2mm trocar 210mm (part: 03.010.070 / lot: 8034680). One (1) insertion handle for trochanteric fixation nails (part: 357.411 / lot: 5500333). A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is unconfirmed as the misalignment could not be replicated. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No functional issues were identified with the four (4) devices returned as concomitant. Upon visual and functional inspection of those devices, there was no evidence indicating that they contributed to the complaint condition. Therefore, no additional investigation was performed. The investigation shows that these instruments are used together in the titanium trochanteric fixation nail (tfn) system, which is intended for the intramedullary fixation of proximal femur fractures. System information is provided per technique guide. The aiming arm was received intact with significant surface wear and dents along the edges of the device. To replicate the complaint condition, known good in-house devices were assembled; at no time did the construct fail to properly align. Thus, the complaint condition for this device could not be confirmed. A review of the current design drawing for the aiming arm was performed. The design history was found to not impact the complaint condition. Due to the tight tolerances and design, the construct is susceptible to lateral forces during the surgery that are unable to be replicated in-house. It is likely that soft tissue deflection forces impacted this complaint condition. To ensure proper alignment, it is important to have all components tightly connected and to not apply external forces to the construct. It is possible that hammering for nail insertion and/or forceful manipulation of the devices loosened the construct and/or forced the devices out of alignment. The technique guide recommends that the user ¿confirm that the nail is tightly connected to the insertion handle, especially after hammering. However, as the application of forces and technique used are unknown, the exact root cause cannot be definitively determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.